Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received an excessive no delivery alarm and a low battery alarm from his insulin pump. The customer's blood glucose level was 126 mg/dl. The customer stated after the low battery alarm, the insulin pump lost power and erased its settings. Standard troubleshooting was performed. The customer was advised that the insulin pump experienced an unexpected restart. The product is not being returned. Nothing further was reported.